Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-13995n scorpion needle tip broke during a procedure and another ar-13995n scorpion needle broke on the back table. This was discovered during a procedure. Case was completed successfully without further issues. Additional information received 2/2/2022: this was discovered during a rcr procedure and sales representative has confirm that the scorpion needle did break inside the patient and the tip was not recovered, part remains in patient.